Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 500 mg/dl at time of incident. Customer¿s other blood glucose value was 201 mg/dl and 183 mg/dl. The customer was treated with insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the insulin pump does not allege under delivering. Customer declined to test the insulin pump. Customer alleging possible insulin pump under delivery. Customer went to hospital for an unrelated eye issue. The insulin pump will be returned for analysis.